Event description:
Device malfunction: difficult to remove. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure using the starclose device after an interventional procedure. Reportedly, after deploying the clip, the device required applied force for removal. The safety release button was activated but it did not retract the vessel locator wings as expected. Hemostasis was achieved with manual compression. There were no reported adverse pt effects and no medical interventions were required. No additional information was available.

Manufacturer narrative:
Eval summary: evaluation of the returned device found a fully deployed device, which presented a displaced safety button/rod assembly, failed pusher body to shaft nylon joint bond, and damaged vessel locator with bent and broken locator wings. All other device observations were normal for a fully clip deployed device. The root cause for the damaged vessel locator could not be determined. The failed bond, a malfunction of the device, may have contributed to the incomplete collapse of the vessel locator leading to the observed vessel locator wing damage, but cannot be verified. The root cause for the displaced safety button/rod assembly was traced to operator use, as evidenced by the damaged safety button anterior surface. The lot history record was reviewed and did not produce any findings relevant to the report.